Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place, due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir area was breaking off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.